Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092696) on (B)(6) 2020. The most recent information was received on(B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('excessive bleeding') in a female patient who had essure (batch no. 626526) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("pain especially during menstruation"). At the time of the report, the genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and genital haemorrhage to be related to essure. Serious injury criterion: other serious (important medical event) was reported, but not specified and/or assigned to one of the events. Lot number: 626526 manufacturing date: (B)(6) 2008. Expiration date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5092696) on 14-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('excessive bleeding') in a female patient who had essure (batch no. 626526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("pain especially during menstruation"). At the time of the report, the genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and genital haemorrhage to be related to essure. Serious injury criterion: other serious (important medical event) was reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.